Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer reports that the ER staff received a needle prick on left index finger while trying to recap the needle after being used on a patient. The customer further reported that the needle itself went through the safety cap. The incident occurred while the nurse was trying to activate the safety shield after use. She believed that it never reached the final locking position, and therefore punctured the safety shield.